Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a supracervical hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she would have never made the decision to undergo the essure implant as an alternative to standard tubal ligation. Moreover, the surgery was much more complicated than a tubal ligation. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pelvis pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6)2014 plaintiff underwent transvaginal ultrasound. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes"), skin disorder ("skin conditions"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdomen pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, rash, skin disorder, dyspareunia, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, dyspareunia, pelvic pain, rash, skin disorder and weight increased to be related to essure. The reporter commented: she would have never made the decision to undergo the essure implant as an alternative to standard tubal ligation.moreover, the surgery was much more complicated than a tubal ligation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6)2018: pfs received. Events added: rashes or skin conditions type, dyspareunia, weight gain, abdomen pain. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and pelvic pain ('severe pelvic pain/ pelvis pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify essure confirmation test not done" and medical device monitoring error "essure with novasure endometrial ablation in (B)(6)2013". The patient's medical history included anemia, iron deficiency, migraine, headache, menses irregular, uterine bleeding, menometrorrhagia, heavy periods, kidney stones, headache and hair loss. On (B)(6)2014 plaintiff underwent transvaginal ultrasound. Previously administered products included for an unreported indication: mirena. Concurrent conditions included vaginal discharge, vaginal disorder, bloating, cramp in lower abdomen, leukocytosis, nausea, vomiting, diarrhea, right lower quadrant pain, left lower quadrant pain, ache, uterine mass, tenderness, urinary tract infection, nabothian cyst, inflammation, adenomyosis, hair loss and menses irregular. Concomitant products included antibiotics, ciprofloxacin (cipro), fluconazole (diflucan) and nsaids. On (B)(6)2013, the patient had essure inserted. In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), rash ("rashes"), skin disorder ("skin conditions"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic inflammatory disease, rash, skin disorder, weight increased and dysmenorrhoea outcome was unknown and the pelvic pain, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic inflammatory disease, pelvic pain, rash, skin disorder and weight increased to be related to essure. The reporter commented: she would have never made the decision to undergo the essure implant as an alternative to standard tubal ligation. Moreover, the surgery was much more complicated than a tubal ligation. Patient received treatment for dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): endometrial ablation - on (B)(6)2013: both devices could be seen at the tubal ostia with completed endometrial ablation.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: medical records received reporter information was added. New event added medical device monitoring error, pelvic inflammatory disease. Concomitant drugs and medical history was added. Lab test was added.4th 5th and 6th follow up process together. On 9-dec-2019: medical records received new event added dysmenorrhea (cramping). And severity added pelvic pain, abdominal pain.4th 5th and 6th follow up process together on 6-dec-2019: pfs received :- reporter information was added.4th 5th and 6th follow up process together incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pelvis pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify essure confirmation test not done". Medical conditions: on (B)(6) 2014 plaintiff underwent transvaginal ultrasound. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes"), skin disorder ("skin conditions"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia and abdominal pain had resolved and the rash, skin disorder and weight increased outcome was unknown. The reporter considered abdominal pain, dyspareunia, pelvic pain, rash, skin disorder and weight increased to be related to essure. The reporter commented: she would have never made the decision to undergo the essure implant as an alternative to standard tubal ligation.moreover, the surgery was much more complicated than a tubal ligation. Patient received treatment for dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, weight gain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received reporter information was added. New event added device monitoring procedure not performed. Event outcome updated abdominal pain, pelvic pain, dyspareunia (painful sexual intercourse). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a supracervical hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she would have never made the decision to undergo the essure implant as an alternative to standard tubal ligation.moreover, the surgery was much more complicated than a tubal ligation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.